Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest x-ray revealed that the right atrial lead had dislodged. The lead was capped and replaced without any event on (B)(6) 2016. The patient's condition was stable.